Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain indications. The patient reported for about 7-8 months they had not been getting relief from the bolus. Patient stated they did want to take any other medications because they had a breathing problem and they were scared of overdose. Patient mentioned they had been trying to get a bolus since last week and it takes a long time to connect to the pump. Patient stated the healthcare provider (hcp) office told her to call medtronic for assistance regarding device connection. Patient mentioned the handset get stuck at 90%. Patient stated the get 4 bolus a day. Agent assisted patient with clearing data on the handset. Agent reviewed agent role and recommend patient consult with hcp regarding therapy concerns. The troubleshooting steps that were taken on the call resolved the [connection] issue.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to section b5 and h6 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain indications. The patient reported for about 7-8 months they had not been getting relief from the bolus. Patient stated they did not want to take any other medications because they had a breathing problem and they were scared of overdose. Patient mentioned they had been trying to get a bolus since last week and it takes a long time to connect to the pump. Patient stated the healthcare provider (hcp) office told her to call medtronic for assistance regarding device connection. Patient mentioned the handset get stuck at 90%. Patient stated the get 4 bolus a day. Agent assisted patient with clearing data on the handset. Agent reviewed agent role and recommend patient consult with hcp regarding therapy concerns. The troubleshooting steps that were taken on the call resolved the [connection] issue. Additional information was received from the healthcare provider (hcp) reporting that the patient experiencing not getting relief and breathing problem were not determined to be an infusion system related issue and/or therapy/patient issue. Rate adjustments were made to resolve symptoms.